Event description:
Hcp reports pt presented in 2006, one day after intrathecal pump replacement, with symptoms of withdrawal.the pt was experiencing nausea, cold, shaking, weakness, restless leg, poor sleep, sneezing and intense sense of smell. The hcp reports the pt's symptoms started within 24 hrs of pump replacement and lasted until the pump was refilled. The pt went to the ER. The pump was checked and found to be functioning and all programs were normal. The hcp was able to withdraw csf and the catheter was intact. The pt was given a duragesic. The remaining drug was removed and replaced. The solution was checked for correctness and showed morphine, clonidine and alcohol. The pt's symptoms resolved with pump refill one week later, and the pt was doing better by the next day. The pt recovered without sequela.